Event description:
Reporter indicated that there were problems with a handheld device. The doctor reported that "it wouldn't interrogate, but now works." Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.